Event description:
Customer's friend reported customer's freestyle flash meter would not turn on and customer's friend verified a blank screen on their meter. Customer's friend further reported customer experienced symptoms of dizziness, speech problems and loss consciousness. No diabetes-related medication was reported. There was no report of third-party medical intervention, death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of manufacture is unknown.